Event description:
It was reported that the patient with this pacemaker went into atrial fibrillation (af) due to noise signals. The first af event occurred after using electrocautery. Cardioversion was utilized. The device remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this pacemaker went into atrial fibrillation (af) due to noise signals. The first af event occurred after using electrocautery. Cardioversion was utilized. The device remains in service. Additional information obtained, the device was explanted and replaced. The device has been received for analysis.